Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient was implanted for retention. It was reported that the patient felt stimulation in their crotch where they are supposed to feel but that they were not experiencing symptoms control. Patient further reported that when he got the device it was working for him and helping him but then his dog knocked him over and he fell on his stimulator on his butt and shortly after that the device wasn't helping him anymore with what he got it help with. Patient also noted that they got therapy to help tell him when to pee and to help him pee and now he can't pee and his urine just dribbles out. Patient reported they turned the stimulation to a point they could not stand it but it did not help them. No further complications were noted or anticipated.